Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation and balloon catheter ablation, a polarx catheter was selected for use. Twitching was performed to capture diaphragmatic movements during cooling and isolation of the lower right pulmonary vein. When monitoring diaphragm movement with the polarx dms sensor, diaphragm movement decreased at around 110 seconds, and the doctor was asked to check, but the diaphragm movement disappeared and wstop was performed immediately. The physician said that there seemed to be a slow recovery trend, but the diaphragmatic nerve did not return. The procedure was completed. The catheter is expected to return.